Manufacturer narrative:
Section h6 was updated. Section h10: the real intelligence robotic drill, rob10013, sn (B)(6) , used during surgery, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario can be confirmed. A key performance characteristics (kpc) test was performed which could not be completed as the exposure motor did not push out the carriage. The motor could be heard moving. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed with difficulty, and it was found that the drill had liquid ingress. The slip shaft has grinding marks. When removing the carriage pieces of a disintegrated bearing fell out. The carriage was inspected for further investigation. The burr was inserted manually, and it was noticed that the burr does not turn. The carriage was disassembled, and it was noticed that the threaded collet had loosened. It was also found that the carriage was not centered as both bearings had disintegrated. The defective parts were replaced and a kpc test was performed and passed. A test case was performed and could be completed without any failures occurring. An engineering review was completed. The exposure motor was tested and found to be responsive. The most likely cause for the reported scenario is due to multiple disintegrated bearings and the threaded collet loosening. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Section b5 was updated. Section h10: the real intelligence robotic drill, part number (B)(6), serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with drill motor or drill motor shaft failure. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, after milling the first condyle with distal cut workflow, the burr stopped spinning, but exposure mode of the burr was still working. As a back up real intelligence robotic drill was not available, the procedure was converted to manual mode. The surgery was completed after a non-significant delay. No injuries were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, with distal cut workflow, after milling the first condile, the burr stopped spinning, also if exposure mode of the burr was still working. As a back up real intelligence robotic drill was not available, the procedure has been converted in manual mode. The surgery was completed after a non-significant delay. No injuries were reported.